Event description:
It was reported that a 50 ml solution of morphine sulfate was started on an adult pt at a rate of 4 to 8 ml/hr for comfort measures. After 1.5 hours it was noted that the pump displayed 31 ml remaining to be infused but less appeared to be in the IV bag. The infusion pump was removed from the pt use. The remaining solution in the IV bag and IV tubing was measured and approximately 4 to 6 ml of solution was not accounted for. It was reported that there was no ill effect to the pt, who was sleeping at the time.